Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement nibp cuff to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the device is showing the wrong nibp value. The device was not in use on patient at time of event, there was no adverse event reported.